Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) replaced due to pain and discomfort. The original implant was the incorrect size for the patient and caused pain where the proximal and distal parts met. All components were removed and replaced. There were no additional patient complications.